Event description:
It was reported that the customer had a faulty transmitter. Her blood glucose was unknown at the time of reporting. The transmitter was returned. No additional information was reported.

Manufacturer narrative:
Unable to charge due to broken pin # 5. Unable to perform the functional test due to charge anomaly. Transmitter received with contamination all pins.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.